Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2018 the patient experienced pain due to poor alignment by femoral lateral sinking and migration on (B)(6) 2025. This adverse event was treated by a revision surgery on (B)(6) 2025, in which the unkn journey ii bcs knee fem comp and the unkn journey bcs knee tib baseplate were removed and s+n products were implanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h6: medical device problem code updated.

Manufacturer narrative:
Additional information: h6 (health effect - clinical code) and h11. Correction: h6 (health effect - clinical code). H11: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the reported, ¿femoral lateral sinking and migration¿ is understood as the lateral side of the femoral component subsidence seven years post implantation was most likely caused by aseptic loosening but based on the limited information provided a root cause cannot be concluded. For the journey bcs knee tib baseplate, a review of instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. For the journey ii bcs knee fem comp, additionally to this, in the description of system section revealed that outcome data reported in some registries suggest that resurfacing the patella during primary tka should be considered since it may decrease the rate of revision, provided the patient¿s anatomical and clinical conditions allow. Smith & nephew describes patella resurfacing steps in the surgical technique guide and makes available implants and instruments to perform this surgical step. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review, could not be performed. A review of the risk management files revealed this failure mode was previously identified. Due to the absence of part numbers, applicable prior actions to the reported event could not be definitely concluded. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).